Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having pain at the anchor site and the anchor appeared to be creating a protruding lump under the skin. The patient underwent a revision procedure wherein the clik anchor was replaced. It was mentioned that when anchor site was opened during the procedure, the physician determined that the anchor eyelet had broken. The patient was reportedly doing well postoperatively.